Manufacturer narrative:
The device was returned to the factory for evaluation. It showed signs of clinical usage and evidence of blood. A visual inspection determined that the safety lock was unlocked and the actuation button was depressed. The cutter was reset to the original position to do a functional test. The actuation button was depressed on the device and it performed according to specifications, no non-conformities were found during the functional testing. The aorta cutter was viewed under a microscope; non-conformities were found. Additional evaluation is required. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the aortic cutter on the heartstring iii made an irregular hole in the aorta. The hospital did not report any patient effects.